Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) at high output. An x-ray was performed that confirmed the lead had dislodged. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a revision procedure was performed wherein the lead was explanted and replaced. It was also reported that the observed loss of capture resulted in worsening heart failure symptoms for the patient. No additional adverse patient effects were reported.